Event description:
It was reported that this implantable pacemaker had battery fluctuation. Boston scientific technical services (ts) discussed possible cause of the fluctuation, in addition analysis confirm that device was depleting normally, and power consumption varies in correlation to mode switching. Also, the right atrial automatic threshold test appears to be in suspension at times due to the patient experiencing atrial fibrillation and mode switches were observed related to the same atrial fibrillation patient condition. Reprogramming options were discussed for this pacemaker. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.